Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd¿ luer-lok syringe was found with volumetric inaccuracy as the ¿bd ll syringe components that were contained inside all these trays were missing print and it appears that the ink has flaked off into the trays.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: photos were received for evaluation. The photos revealed a syringe with flaked off scale markings, syringe with scratches across scale, syringe with print removed on some type of cloth, and black foreign matter therefore failure mode is verified. A review of the device history record could not be performed as a lot number was not provided for this incident. At the beginning of every shift tape tests are performed using scotch tape and surgical tape across tip and flange ends to help identify percent of ink left on barrel. Ink permanency is also performed at the beginning of a batch with using 70% isopropyl or ethyl alcohol placed on cotton ball and ran across barrel 4 times (2 in each direction) using back and forth motion also haemosol is placed on cotton ball and ran across ink on barrel 4 times (2 in each direction) using back and forth motion to help identify any removal of ink. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.